Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the atrial lead was exhibiting noise since (B)(6) 2017. The lead noise noted to be large and was not resolved through reprogramming. Other programming changes were discussed. No intervention has been performed. No patient symptoms were reported.